Event description:
The customer reported that while running a hepatitis surface antigen assay, summit sample handler did not pipette the correct amount of sample in well position d4 and no error message was given. A field service engineer was dispatched and could not duplicate the problem. Fse replaced plunger clamps and tip clamps in position 4 and lld springs in positions 1,4,7,9,10 and 11. No death or serious injury was associated with this event.